Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer was able to successfully clear the alarm and able to rewind the insulin pump and also self test was passed. Customer also reported that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.